Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 24-may-2024, it was reported by the patient that she receives an alarm and hyperglycemia event. In troubleshooting blockage is found in the tubing. High blood glucose level was displayed high and treated by correction bolus via pump. No further information was available.